Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements below 200 ohms on the right ventricular (rv) lead channel as well as myopotential noise oversensing. Technical services (ts) was consulted and further in office evaluation as well as programming enhancements were discussed. No adverse patient effects were reported. This system remains in service.